Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and the receiver failed as it had a cracked lcd screen and a visibly damaged usb connector. A charge and boot test was attempted but the receiver would not charge due to the damaged usb connector. The receiver log was downloaded and reviewed, finding nothing related to the complaint. A receiver functional test was attempted but could not be performed due to the damaged usb connector. The complaint confirmation of the overheating of the receiver could not be determined as no functional testing or internal visual inspection could be completed. The probable cause could not be determined.